Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of infusion too high. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced infusion too high. Downstream and upstream occlusion were run and passed. Then set the pump on basic mode, adult ICU, primary bag: mode ml/hr: 40 volume to be infused (vtbi) ml: 20 run for 30 minutes it failed the flow rate accuracy test. The volume output was 128ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.